Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Based on the information currently available the exact cause for the reported premature coil detachment cannot be determined. Subject device is not available.

Event description:
It was reported that during coil embolization procedure, during repositioning, the coil (subject device) slowly retreated back into the microcatheter and prematurely and mechanically detached at the junction zone. The coil was removed with the microcatheter. There were no adverse consequences to the patient.